Event description:
Healthcare professional reports three incidents of blood leaks with the af 220 dialyzer, occurring since 2000. An estimated blood loss of 200cc occurred in one incident. Treatment was resumed with new disposables in a second incident. No pt injuries or medical intervention reported.